Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an unknown issue and this lead was explanted, during a normal device replacement. Additional information indicated that the ra lead had documented noise at one point and had been programmed unipolar. No out of range numbers were noted on device based testing. The issue was noted from electrogram (egm). A timeline on this issue was not known. The hospital requires that all product stay with them, thus the lead will not be returned. No adverse patient effects were reported.